Manufacturer narrative:
Pump had blank display due to corrosion on lcd board and mb. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify full segments display, missing segments/partial display due to blank display. Pump had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 257mg/dl at the time of the incident. The customer states every time they would press the act button the pump would show a blank display. The customer was assisted with troubleshooting and the display did return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.